Event description:
It was reported that during the procedure, a 4.0x15 rx trek balloon dilatation catheter (bdc) was advanced to a mildly calcified, eccentric, 12-millimeter-long, 90% stenosed lesion in the mildly tortuous 4-millimeter-diameter proximal left anterior descending coronary artery and pre-dilatation was performed via two inflations of the balloon to 12 atmospheres. A 4.0x26 non-abbott stent was then implanted. Then a 2.0x20 non-abbott balloon was advanced through the stent to a lesion in the 1st diagonal coronary artery and dilatation was performed. When the 4.0x15mm rx trek was advanced without resistance to the implanted stent to perform the kissing balloon technique (kbt) with the 2.0x20 non-abbott bdc, while attempting to inflate the balloon, blood was noted in the indeflator and a leak was noted in the rx trek shaft, near the guide wire exit notch; the guide wire exit notch was noted to be torn. The 4.0x15 trek rx was withdrawn and the kbt was completed using a 4.0x12 nc trek bdc and the 2.0x20 non-abbott bdc. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: advance lite, pilot 50, inflation: everest, guide cath: brite tip jl4.0. The device was returned for evaluation and the reported tear in the shaft was confirmed. The reported leak as unable to be confirmed due to the condition of the device. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.